Event description:
It was reported that the pump would not recognize the syringe. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case, and the bottom case were cracked and the top case was cracked on the right front corner. A review of the event history log (ehl) identified check syringe flange. The optocoupler did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced optocoupler. Performed preventative maintenance and all functional testing.